Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received an inappropriate shock due to supra ventricular tachycardia. It was also reported the right atrial lead dislodged into the right ventricle. The device was removed and the patient was upgraded to a bi-ventricular system. The lead was removed and replaced. No further patient complications have been reported as a result of this event.